Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. The cerelink sensor (ID 826850) was returned for evaluation. Device history review - the product code 826850 with lot 7503691 conformed to the specifications when released to stock. Failure analysis - a kink is present in the silastic, with additional kinks identified at approximately 22.8 cm, 38.9 cm and 55.8 cm. A small cut also noted on the catheter near 55.8 cm. Exposed wires are observed 588 cm from the proximal end. X-ray findings indicate broken wires. The issue of the complaint was confirmed. Root cause analysis - the possible root cause for this issue reported by the customer could be due to mishandling of the catheter.

Event description:
N/a.

Event description:
A facility reported a cerelink sensor ((B)(6)) was implanted on (B)(6) 2025. The sensor was working for multiple days and was alarming "sensor failure" upon returning from MRI when plugged into the patient cable. The nurse tried with every cord onsite, and they all alarmed sensor failure. The cords were tested independently with a demo sensor and they all worked. The sensor was removed and was not replaced as the patient did not require further monitoring.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.